Manufacturer narrative:
Due to character limit in e1. Event site name: (B)(6) hospital. Full event site address: (B)(6). Event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that flixene graft developed acute thrombosis approximately 6 hours after implantation. Endarterectomy was performed with successful restoration of blood flow. No harm was reported.